Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer via a company representative regarding a patient receiving morphine (2 mg/ml at 1.21 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (b)(46) 2016 it was reported that the empty pump alarm was occurring. The patient had missed the pump refill due to another medical issue. They would be filling the pump today. No patient symptoms were reported. Additional information was received from a company representative on (B)(6) 2016 and it was reported that the other medical issue was a heart attack; there was no allegation that it was related to the patient's infusion system. The patient's pump was successfully refilled without an issue.